Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "stapler misfire"? The stapler fired and cut the tissue but not completely. Where within the gap setting scale was the orange indicator prior to firing? In the green zone. What confirmation was received that the device was fully fired? They heard the broken washer. Did the device staple? Yes. Was the staple line complete? No. Were there any staples missing from the staple line? Yes, at the end of stapling. What was the shape of the staples (b-formation, irregular, legs straight)? Not recognized. Were the staples deployed into the tissue? Yes. Were the staples seen in the surgical field? No. Did the device cut? Yes was the cut line fully circumferential around the target tissue? No 12. If the device fully cut, were both tissue donuts present? No if the device fully cut, were both donuts complete? No. How many counter-clockwise revolutions were used to open the device? Counter-clock wise ½ to ¾. How was it confirmed that the anvil was free from the tissue prior to removing? He followed the instruction and started to remove it after hearing the broken washer. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. Who fired the device? Surgeon. Who removed the device? Surgeon. Was the safety reset prior to removal? Yes. What was the users experience with the device? Expert.

Event description:
It was reported that during a lap anterior resection the circular stapler misfired during surgery. Over sewing was done. There were no fragments generated. The procedure was delayed by 30-minutes. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 06/02/2022.

Manufacturer narrative:
(B)(4). Date sent: 06/13/2022. D4: batch # t5a51j. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29a device arrived with the anvil not returned. The breakaway washer was not present and there was no staples present. The device was reloaded with staples, a new washer was placed on a test anvil and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.